Event description:
During a lap chole, dr was clipping across the cystic duct, he fired 2 clips which worked properly, then the 3rd firing, he crossed over one of the clips he'd already placed at a diagonal, the clip scissored. On the 4th firing, the jaws locked closed and would not open. He had to push the firing trigger open to open the jaws. At that point, it looked like a piece of metal seemed to sheer off somewhere within the distal end of the device. The color of the etal was consistent with the jaws of the instrument. Removed the clip applier and the metal that sheered off. Used an allport clip applier to complete the case. Dr fired the device at the end of the case, the first 2 clips formed partially at the distal end. Fired 2 more after that and they did not form at all. The clip that scissored was removed from the cystic duct. No pt consequences.